Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the resmed and an eval was performed. The eval confirmed that the circuit fault alarm was triggered. The device was returned to the manufacturing facility located in (B)(4) , for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. (B)(4) .